Manufacturer narrative:
Complaint: (B)(4). Customer has not confirmed if whether the product will not be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a size 23mm thick articulating surface with a cps constraint that fits the size 9 femur and the size f tibia is needed to prevent the removal of both the femur and tibia which are both well fixed. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient has been indicated for a knee arthroplasty revision due to tissue laxity/tension. A custom, constrained articular surface has been requested to mate with well fixed tibial and femoral components.